Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) malfunction, stopped working, and had to be taken out. The reporter stated this occurred in 2008. Additional information was requested, but was not available as of the date of this report.